Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the 1st diagonal branch of the left anterior descending (lad) artery. A 2.75x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawing the device, the stent detached from the balloon. The stent was then snared out of the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the 1st diagonal branch of the left anterior descending (lad) artery. A 2.75x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawing the device, the stent detached from the balloon. The stent was then snared out of the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.